Manufacturer narrative:
(B)(4). Batch # p58r2r. Investigation summary: the analysis found that one psee60a device was returned with no apparent damage and with an ecr60g cartridge loaded on the device. The cartridge reload was received partially fired 1/3 consistent with an incomplete or interrupted cycle. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event could not be confirmed as the device closed and opened as intended. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that prior to use in an unknown procedure the doctor was handed the device with green reload and jaws closed. Stapler would not open after multiple attempts. A like device with another reload were used to complete the procedure. There were no patient consequences reported.